Manufacturer narrative:
Per report, the item is not misting air. The customer also reported that "machines are not producing any mist when medication is added for treatment." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, the item is not misting air. The customer also reported that "machines are not producing any mist when medication is added for treatment."